Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(6) 2013. The customer reported that a washer flew from the inside of the ez breathe atomizer while she was using the device to inhale asthmanefrin inhalation solution. The washer went into the back of the pt's throat, and she reported that she gagged and coughed the loose component up to avoid choking. After the event, the pt sought medical treatment from her physician to alleviate her asthma symptoms.